Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with monomorphic ventricular tachycardia (vt) on (B)(6) 2017; asymptomatic; implantable cardioverter-defibrillator (ICD) shocked 3 times; stable vitals; admitted to inpatient and given amiodarone bolus and drip. The patient had multiple episodes of monomorphic vt requiring ICD shocks on (B)(6) 2017 that resolved on (B)(6) 2017.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that the patient was admitted to inpatient on (B)(6) 2017 with monomorphic ventricular tachycardia (vt) during which time, the patient was shocked by their ICD 3 times. The patient was asymptomatic with stable vitals and received an amiodarone bolus and drip. On (B)(6) 2017, the patient experienced additional episodes of vt which required ICD shocks. It was unknown if the cardiac arrhythmias were device or therapy related. These events reportedly resolved on (B)(6) 2017. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) , with no further related events until (B)(6) 2017 when the patient ultimately expired (reference (B)(4)). The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was unknown if the vt was device or therapy related.